Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that t3 fridge was unable to be recovered and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was failed and unable to recover. The field service engineer was able to resolve the issue by disassembling the latch assembly, cleaning all connections, and applying conductive grease after crimping them. The system functioned as intended after the field service engineer troubleshooted the device.